Event description:
It was reported that when the patient presented to the clinic high, out of range, hv lead impedance were observed. Device and lead were replaced. Patient was stable after the event.

Manufacturer narrative:
(B)(4).